Manufacturer narrative:
Cannula tip broke off in patient's arm but was successfully removed by the surgeon. Based on this, it was determined that this event is reportable.

Event description:
During surgery, the cannula tip broke off and dislodged in the patient's arm. The surgeon located the cannula tip and was able to successfully remove it.